Event description:
This case involves a female who was treated with poly-l-lactic acid (therapy dates, indication nos). On an unreported date, she developed granuloma (nos) two years after poly-l-lactic acid injection. No info about corrective treatment or pt's outcome was provided since the reporter refused to provide it. No further info is available or expected since the reporter refused to provide it. A pharmaceutical technical complaint (ptc) was initiated. (B) (4). Additional info received in the form of ptc investigation results on 07-dec-2009: this non-serious case was received from a physician and upon medical review, has been upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. Ptc results for global (B) (4) revealed: brr (batch record review) without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B) (4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Therefore, we recommend to address this kind of event to the medical affairs unit for their evaluation.

Manufacturer narrative:
Conclusion: no faults detectable.